Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4): medical records were received. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Update 1/11/2012: patient fact sheet form was received. There is no new information that would change the outcome of the investigation.

Event description:
Medical records were received that mentioned a pseudotumor and metal wear as part of the reason for revision.

Event description:
Litigation papers alleged: suffering from hip and groin pain, limited range of motion, difficulty in ambulating, swelling, having clicking sensation in his hip and other symptoms or other adverse health effects. Patient required testing to determine whether his blood contains elevated levels of chromium and cobalt ions. ***update: (B)(6) 2011 - the sales rep has reported the revision. Patient was revised to address acetabular cup loosening.